Manufacturer narrative:
The lot number for both malfunctions was not provided, a manufacturing review could not be performed. The device was returned for one malfunction, however video was provided for the another malfunction. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model unk powerline chronic catheter allegedly experienced fluid leak. The information was received from various source. Of the two malfunctions, both involved patients with no patient consequences. Both female patients ranged from 2 ¿ 19 years of age, and one patient weight was (B)(6) kgs; however, other patient weight was not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model unk powerline chronic catheter allegedly experienced fluid leak. The information was received from various source. Of the two malfunctions, both involved patients with no patient consequences. Both female patients ranged from 2 ¿ 19 years of age, and one patient weight was 12 kgs; however, other patient weight was not provided.

Manufacturer narrative:
H10: as the lot number for the devices were not provided,a lot history review could not be performed. The sample was not returned for one of the malfunction and is inconclusive; however, for the other malfunction, the sample was returned to the manufacturer for inspection/evaluation and the investigation is confirmed for the reported fluid leak. Additionally one malfunction was determined to have and also been confirmed for 1504 - material puncture. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.